Event description:
It was reported that an alert was received for possible output circuit damage and low lead impedance. Noise was observed with provocation tests and several noise episodes classified as vf were stored. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external abrasion due to friction to the ICD can was found. Abrasion in this area allowed for the ring electrodes to come into contact with the ICD can, resulting in the noise reported in the field. Lead impedances were found to be normal.